Event description:
The event occurred on various dates in the last month involving a tego® connector during post infusion or prior to a blood draw which they replaced a total of 4 times. The customer stated that they attempted to flush the central line and noticed the luer-lock section of the tego cap had cracked. There was patient involvement, but no harm reported.

Manufacturer narrative:
The device was received for evaluation, the investigation is pending.

Manufacturer narrative:
Four used list #d1005 samples were returned for evaluation. As received 1 out of the 4 samples was totally broken from the body. In the rest 3 samples a crack was observed over the thread. The parts have no sign of flowlines, no void or defects and there is no sign of splay or crazing. The gate area is free of any signs of defect, no gate blush, or signs of jetting. No discoloration that would indicate fluctuation in processing temperature. No mating device was returned for evaluation. The complaint of cracks can be confirmed. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.